Manufacturer narrative:
Concomitant medical products: truliant tib fit tray cem sz 3f / 2t (cat# 02-022-45-3020 / serial# (B)(4)). Truliant tib imp ps insert sz 3 13mm (cat# 02-022-35-3013 / serial# (B)(4)) the evaluation noted that reported failure of the intraoperative femoral loosening was likely the result of moving the joint around too much prior to complete cement polymerization, which allowed for the size 3 femoral component to come loose from the femoral bone. However, the contribution of the cement used, cement technique, environmental conditions in the operating room, and/or the surgical technique to the reported loosening cannot be ruled out from the information provided. Size 2.5 femoral components are only intended for use with size 2.5 tibial inserts. Exactech does not have any data or testing to support the off-label use of a size 2.5 femoral component with a size 3 tibial insert. If the joint was well-balanced and stable at the time of implantation, the size mismatch may not have much impact on articulation or joint function. The surgeon should follow up with the patient to ensure the knee feels stable. The most probable root cause associated with the reported event of "loosening - femoral" is associated with an undesired movement of the device, which may be related to the device- malfunction, misdiagnosis, or mistreatment.

Event description:
As reported, a (B)(6) y/o female patient's during initial implant, an intra-operative loosening of the femoral component was experienced. The femoral and tibial component were initially the same size. However, the femoral component was loosening but the tibial component was fixed well. Therefore, the surgeon downsized from a size 3 to a 2.5 during the surgery. The surgeon felt the flexion gap should be expanded at that time and used the femoral component size (2.5 size) as a downsizing. Patient was last known to be in stable condition following the event. The devices are not available for evaluation.